Manufacturer narrative:
The driver's alarm history and patient file data were reviewed and confirmed the reported issue of the driver not passing the system check procedure. Investigation testing determined the root cause was a malfunction of the right mass flow sensor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
While performing functional testing, a syncardia technician reported that the companion 2 driver did not pass the system check procedure.